Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. It was reported that a cartridge did not fit onto the pump. Additionally, customer¿s blood glucose level was 184 mg/dl. The customer reverted to a backup insulin pump for insulin therapy.